Event description:
Implanting physician noted a scallop like mark on the intraocular lens optic adjacent to the haptic. This was noted immediately after insertion of the lens. The iol was transected and removed through the unenlarged initial incision at which time the haptic detached. Secondary lens were implanted without problems. No patient injury or pathology occurred.